Manufacturer narrative:
(B)(4). Date sent: 10/26/2016. See attached medical records. The medical records obtained from surgeon were reviewed by ethicon medical and the following commentary was provided: commentary and potential causes: the whole thing does not make sense but I think I know what may have happen. We should get the pathology report. There will be path report from the both procedures. There may even be gross specimen photos from pathology. She made a 6 cm long anastomosis and she states that she was able to inspect the staple line. Well if you inspect the staple line you will see if the is a lumen. Next she says the anastomosis after she closed the common channel appeared widely patent. Next she says that she did an endoscopy and could visualize the anastomosis. But she could not get into the duodenum with the scope. So here is what I think happened. She was playing around with the gist tumor in the beginning, she said it was very mobile, she even tried to staple it. In doing so she may have dissected the stomach mucosa and performed like a submucosal dissection. This submucosal dissection occurred while she was manipulating the gist and trying to staple it. She did not realize that the stomach mucosa was dissected clear off the muscularis layer of the stomach. She then put the one limb of the stapler into the duodenum and the other leg of the stapler into the submucosal tunnel of the stomach. She then stapled the muscularis and serosa layer of the stomach to the duodenum. That¿s why the staple line looked fine, but she did not realize that the stomach mucosa was dissected up out of view and remained intact. The only think that does not make sense is that she said on endoscopy she saw the anastomosis. Unless there was a small tear in the mucosa higher up or more proximal on the stomach through which she managed to get the scope through to see the anastomosis. Then post op the mucosa so the stomach blocked the false anastomosis causing the gastric outlet obstruction. With food/liquid and contrast this would have made the intact stomach mucosa plug the false anastomosis. This explains why she could not feel any staples on the second operation. This is the most likely explanation for the whole event. ¿ not getting full thickness layer of the stomach included in the anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that following a distal gastrectomy procedure, on duodenal/gastric anastomosis staple firing, the staples formed but no evidence of cutline observed on reoperation with concern for possible anastomosis obstruction. The reoperation was performed for anastomosis obstruction; had to redo anastomosis to address the obstruction.